Event description:
It was reported that 4 bd plastipak¿ hypodermic luer-lok¿ syringes had foreign matter in them. The following information was provided by the initial reporter: "we are having further issues with your 10ml syringes, we have been manufacturing in the isolator and have noticed after unpacking your syringes that they have been dirty, some on the inside and some on the outside."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-27 h6: investigation summary one sample was provided to our quality team for investigation. Upon visual inspection, foreign matter was observed inside the syringe, there was no particles or other matter on the outside of the syringe. Using magnification the matter was determined to be a polypropylene particle. A device history review was performed for the reported lot 2004005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd plastipak¿ hypodermic luer-lok¿ syringes had foreign matter in them. The following information was provided by the initial reporter: "we are having further issues with your 10ml syringes, we have been manufacturing in the isolator and have noticed after unpacking your syringes that they have been dirty, some on the inside and some on the outside."